Event description:
A malfunction was reported by the customer with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the same malfunction code did not recur afterward. The customer was informed to continue using the pump and advised to call back if the issue reappeared.